Event description:
Reporting status: malfunction. Reporting rationale: a loose stent could dislodge and cause patient injury. Device issue: loose stent. It was reported that during advancement of the xience v stent delivery system (sds) in the complex and challenging anterior ventricular branch, it was noticed that the stent moved proximally on the sds, but did not completely dislodge from the balloon. The sds was retracted slightly and the stent was repositioned on the sds and was removed from the patient anatomy undeployed. There was no adverse patient effect. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).